Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. Patient's device is out of warranty. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The transmitter has been used for 2 years which is considered out of warranty. The dexcom g4 platinum continuous glucose monitoring system user's guide states under the transmitter product specifications that the transmitter has a limited warranty of 6 months.